Event description:
It was reported that bd angiocath¿ plus IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: leakage on angiocath hub connection. Leaks when connecting to catheter hub and injection port cap.

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: one picture was returned for evaluation. No abnormality can be observed from the adapter connected to the injection port cap. Sample evaluation: sample was decontaminated by vendor. One actual sample was return in open packaging for evaluation. The adapter was connected to the injection port cap. The sample was subjected to catheter leak test, and no abnormality was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: the investigation was not able to confirm what customer had experienced as sample had passed catheter leak. Test. H3 other text.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ plus IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: leakage on angiocath hub connection. Leaks when connecting to catheter hub and injection port cap.